Manufacturer narrative:
(B)(4).

Event description:
An article titled ¿epilepsy responds to vagus nerve stimulation in ring chromosome 20 syndrome¿ was received indicating that the vns patient initially responded well to vns. The patient had a reduced seizure frequency and regained some previously lost skills including ambulation. The patient stopped having generalized tonic-clinic seizures but continued to have absence seizures so the patient¿s device output current and duty cycle were increased. Subsequently, all of the patient¿s seizures began to worsen. The patient also began experiencing prolonged episodes of non-convulsive status. The device output current was reduced and the patient returned to the previous improved stated. Attempts for additional relevant information have been unsuccessful to date.